Manufacturer narrative:
Correction to evaluation method code grid only.

Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
Update to evaluation conclusion code grid only.

Manufacturer narrative:
Correction to evaluation results and conclusion code grids.